Event description:
Planned phacoemulsification extraction left eye; 5.5 mm partial thickness scleral groove was created with the super blade and tunneled arteriorly to the clear cornea. Anterior chamber was then entered using the super blade. Paracentesis performed in temporal quadrant. Capsular rhexis hydrodissection phacoemulsification attempted. Phaco tip generated a small heat injury to the sclera and phaco discontinued. Wound increased to 7 mm and extended full cord length. Nucleus loosened. Proceeded with extracapsular cataract extraction with posterior chamber intraocular lens os.